Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced molding defect (short shot). The following information was provided by the initial reporter. The customer stated: according to the customer's report, the hcp found a damaged cap of the tube during the inspection before blood collection.

Manufacturer narrative:
H6: investigation summary bd received one sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damage to shield with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damage to shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damage to shield . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced molding defect (short shot). The following information was provided by the initial reporter. The customer stated: according to the customer's report, the hcp found a damaged cap of the tube during the inspection before blood collection.